Event description:
Reporter called on behalf of her husband to report multiple product issues involving the dexcom g7 device. Reporter stated the device gives false critical alarms at night while the patient is sleeping when the app says he¿s in normal range. Reporter stated the device gives inaccurate readings, fails consistently, has calibration problems, and gives false reports. Reporter stated this has been going on for a while now and said she spoke with dexcom who told her it¿s a known problem but have not corrected it yet. Reporter stated there are a lot of other people experiencing the same issues and feels this is very dangerous to not have reliable, accurate readings. Reporter stated dexcom keeps giving replacements, but they keep having all the same problems.